Manufacturer narrative:
The reported event of a lead fracture was confirmed. A complete lead was returned in three segments. Final analysis found clavicular crush damage noted at 5.0cm from the end of the middle portion. All lumens were found to be breached with damage due to clavicle crush force noted on the etfe cable coating of the re, rv, svc cables. The ptfe liner was found to be damaged due to clavicle crush force exposing the inner coil. The inner coil was also found to be fractured due to clavicle crush forces.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine device exchange. During the procedure, a lead fracture was noted on the right ventricular lead via fluoroscopy. The lead was explanted and replaced. The patient was stable.